Event description:
It was reported that during procedure, the nim 3.0 response to emg tube on display reading was not accurate. The nim 3.0 stopped working while using this tube. Staff switched out the nim 3.0 during this exact case and same issues repeated on the 2nd nim 3.0 brought in. Nurse stated that when re-inserting the tube leads nothing was tracking and nim 3.0 did not detect the tube. Tube was connected but no signal. Surgeon and anesthesiologist placed tube together and was placed perfectly. There was no patient injury.

Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.